Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a touch screen unresponsive error while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and replaced the touch frame printed circuit board. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
The touch-frame printed circuit board (pcb) was returned to medtronic¿s failure analysis laboratory. A visual inspection was performed and it was noted that there were areas of contamination on the pcb. An investigation was performed and the reported issue was verified. The root cause of the reported issue was isolated to touch-frame contamination. If information is provided in the future, a supplemental report will be issued.